Event description:
The consumer reported that the patient had to turn their stimulation down because it was up too high and their toe started to hurt in (B)(6) 2015. The patient couldn't step with it and when they turned down the stimulation, the issue resolved. The patient started itching and the implantable neurostimulator (ins) incision was not healing. The patient thought this was due to an allergic reaction they had to the medical adhesive used on their wound. The health care provider (hcp) put silver nitrate in the hole/wound where it wasn't healing. A novocain shot was also injected near the incision. The wound felt so hot a culture was taken by the patient's primary care doctor. The patient had their ins and leads removed on (B)(6) 2016 because their right butt cheek would not heal. The patient's current ins was put in a little while later on (B)(6) 2016. The patient was doing well now and their current incision was almost healed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was to report that the first implanted neurostimulator was replaced because there was an issue with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.